Manufacturer narrative:
Follow-up report 001 ref natus complaint #(B)(4). Investigation results as follows: one video extension was returned with both inner welds broken. The secondary tabs on both sides were also bent and broken. These tabs were tested to hold 40 lbs in verification. The inside of the mast also shows significant wear to the paint, the paint is worn through indicating the mast was able to move (wobble, rock, tilt) enough that the paint was completely worn through inside the mast. The user would have been able to see the mast moving back and forth when the cart was in use and should have taken the cart out of service. The cart was continued to be used and eventually the secondary tabs also failed. Root cause/probable root cause: the mast failed either due to a significant force applied at one time or long term failure caused by the mast being partially failed (weld failure) and being kept in service and able to move (wobble, rock, tilt). Recommended actions: this is an expected failure mode of this area of the mast and consistent with other failures in the past. It appears the cart was left in service in a partially failed state. Continue to monitor mast failures. Investigator completion date: may 10, 2024.

Event description:
Ip ptz hd ergojust video extension - ergojust video extension broke off from cart. Staff was pushing the equipment down the hallway and the video arm fell down almost hitting staff, could have caused serious harm to a patient or staff member.

Manufacturer narrative:
Initial report ref natus complaint#(B)(4). The customer provided a picture of the cart in question. The picture shows the cart mast has broken off at the base. A replacement was shipped to the customer. Field service replaced video extension mast with replacement, tested and validated camera function and performance. The customer is requested to return the affected device for evaluation. Risk review: per (B)(4) rev 69 xltek eeg/psg risk analysis spreadsheet hazard 6.11 -due to mechanical stress or impact, dynamic loading, vibration, or environmental conditions -- accessory shelf on cart may be unable to support the mass of accessories or items placed on its surface, causing it to bend or break and leave sharp edges exposed or broken support system could land on and harm someone. Effects (harm): range from clinically insignificant to irreversible injury resulting from direct physical injury the hazards identified have been evaluated and found to be in compliance with a known standard. As noted in (B)(4), hazards that have been evaluated and found to be in compliance with known standards can be presumed to be consistent with an acceptable level of risk, yielding an acceptable risk / benefit to the patient or user. Risk outweighed by benefit of use of device. Further investigation to be carried out.

Event description:
Ip ptz hd ergojust video extension -ergojust video extention broke off from cart. Staff was pushing the equipment down the hallway and the video arm fell down almost hitting staff, could have caused serious harm to a patient or staff member.